Event description:
The territory manager (tm) of a (B)(6) female patient called to find out how to attach the electrode belt to the monitor. Support told him to line up the red dots. He stated that there was no red dot on the monitor. Support told him that the monitor would need to be replaced. The tm refused to let support replace the monitor. Tm called back to state the red dot was on the monitor but was very faint. He then let support send him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem was not confirmed. The monitor does has a red alignment dot. However, during testing, the monitor failed during the first pulse of the treatment sequence. The cause of this was a defective programmable logic device (u3) on the computer/analog pca within the monitor. U3 is used to program most of the functions of the monitor including the delivery pulses. The root cause of the u3 failure cannot be positively identified but was likely a random component failure. This is an unusual event. The unit will be made a demonstration unit. No adverse events resulted from the u3 failure. The patient received a replacement monitor.